Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received, pfs alleges loosening of cup after the first revision. After review of medical records, operative notes reported patient's cup was grossly loose, but she did have 1 screw in the acetabular component that was extremely well fixed in place. Clinical notes stated that her previous mild osteolysis clearly progressed to the point of this cup loosening. Doi: (B)(6) 2014 - dor: (B)(6) 2016, (right hip).